Event description:
A customer reported an issue involving a cgm error 42 with their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support, who provided complete pump reset instructions and guided the customer through the process. After performing the reset, the pump did not display the error code again, and the customer successfully started a new sensor session.